Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode alert was received via merlin.net transmission. Further troubleshooting was recommended; however, no further troubleshooting could be performed, and the bvvi state could not be confirmed with a manual transmission, as the patient had expired. The cause of death was unknown.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to event queue overflow resets that occurred in succession. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The root cause of the backup vvi could not be determined.

Manufacturer narrative:
Date of death - (B)(6) 2016.